Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A manufacturer representative (rep) mentioned the patient (pt) was being shocked for 6 months or more ,and pt had several falls. The implantable neurostimulator (ins) would not always connect to charge. Rep met with pt today and the entire right lead had high impedances. Rep reprogrammed pt on left lead and got therapy coverage. Technical services (tss) documenting issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient repeating previously documented information. Patient mentioned their stimulator was messed up and has to be replaced anyways. Patient their stimulator was broke and only working on one side. Patient mentioned they get these crazy spasms and doesn't know when a new scs will be put in. The patient was redirected to their healthcare provider to further address the issue. Agent documented information provided on call.